Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacemaker mediated tachycardia (pmt) episode was observed for this device. It was noted that this appeared to be atrial, or sinus driven. An episode of ventricular tachycardia (vt) was observed in which anti-tachycardia pacing (atp) and a shock was provided. It was noted this was possibly atrial fibrillation (af) with rapid ventricular response (rvr). Also, an alert for right ventricular (rv) and right atrial (ra) automatic threshold detected as greater then programmed amplitude or suspended were observed. This device remains in service. No adverse patient effects were reported. Additional information was received that this patient received inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for what appeared to be supraventricular tachycardia (svt). Technical services (ts) discussed programming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacemaker mediated tachycardia (pmt) episode was observed for this device. It was noted that this appeared to be atrial, or sinus driven. An episode of ventricular tachycardia (vt) was observed in which anti-tachycardia pacing (atp) and a shock was provided. It was noted this was possibly atrial fibrillation (af) with rapid ventricular response (rvr). Also, an alert for right ventricular (rv) and right atrial (ra) automatic threshold detected as greater then programmed amplitude or suspended were observed. This device remains in service. No adverse patient effects were reported.